Event description:
Customer stated that pt blood glucose was tested with device #1 and received a result of 467 mg/dl. The customer used device #2 and received a result of 339mg/dl. The customer retested with device #1 and received a result of 344 mg/dl, they also retested with device #2 and received a result of 247 mg/dl. A lab was also drawn with a result of 240mg/dl. Controls were stated to be in range. Unknown if treatment was given. A request was made for the return of the suspect device and replacement product sent.